Manufacturer narrative:
The actual device was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The drain bag leakage was reported to have occurred 19 hours after the start of therapy. All accessories provided within the set, including the drain bag, are single use products. Once used the drain bag must not be emptied and reused during the same therapy. The filling/emptying cycles lead to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. A preventive action record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that an external fluid leak was observed from the drain bag of a prismaflex m100 set 19 hours after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.